Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been investigated in the bbm laboratory in (B)(4): results: a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact and not damaged. A functional test was performed. The device passed the self test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read out and analyzed. Because no day of occurrence was informed, the last possible history data were analyzed. A space line was inserted into the device on the (B)(6) 2020. A new vtbi (1000ml) and time (24 hours) were set. The device calculated a rate of 41,67ml/h. The infusion started at 14:45 pm. An air bubble alarm occurred at 22:46 pm the same day. About 6minutes later the space line was removed. The downstream-sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,08%. To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. Assessment: the complaint could not be confirmed. Bad/wrong input/handling cannot be excluded. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "problem of flow". According to the customer: "since 2 years , this problem is recurrent at the same service. Additional information : incident date: (B)(6) 2020. The flow is faster."